Event description:
Had hair stool and saliva analysis done to determine cause of child's adhd and the results were the following due to mercury intoxication from amalgam fillings: adhd, hypothyroidism, intestinal parasites, candidiasis, low liver and pancreas enzyme function, allergy to milk products. Amalgam fillings implanted by pedodontist.